Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states head section motor will go up if no one is in the ed but when weight is put on the mattress the motor struggles and then stops working. MDR filed.